Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was intermittently unable to load a cartridge on the pump. Blood glucose level was in the 300's (mg/dl). Tandem technical support verified that an alert or alarm had not declared to suspend pump delivery, and that the cartridge was filled with 150 units of insulin. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully.